Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: (B)(6). (B)(6), md. Office notes. Still having difficulty with his large abdominal hernia, has a history of small bowel surgery and hernia repair with mesh which he feels did not hold up well. Impression/plan: ventral hernia without obstruction or gangrene, with superficial skin reaction and ulcerations unclear if this is due to pressure, friction with the binder or reaction to the underlying mesh. Chronic skin lesions. Type 2 diabetes, long term use of insulin on metformin. (B)(6) 2019: (B)(6) medical center [assigned]. (B)(6), md. Radiology ¿ CT abdomen/pelvis. History: hernia, small bowel obstruction, abdominal pain. Findings: large ventral abdominal wall hernia with multiple compartments. There appears to be prior repair. Dilated loops of small bowel noted with air-fluid levels with transition point seen in the lower abdomen. A small bowel anastomosis noted within the lower abdomen. Moderate colonic diverticulosis noted without evidence of diverticulitis. Impression: partial small bowel obstruction versus early complete small bowel obstruction with transition point seen within the lower abdomen. Large ventral abdominal hernia with multiple compartments. The lowest compartment appears to be causing obstruction of the existing loop in this region. (B)(6) 2019: (B)(6) medical center [assigned]. (B)(6), md. History and physical. Abdominal pain, labs showed leukocytosis and lactic acidosis. Patient started on intravenous fluids, nasogastric tube, admitted for evaluation and management. Exam: hernia with multiple area of distention, mid abdominal tenderness. Wbc 11.9. Impression: acute recurrent small-bowel obstruction, ventral abdominal hernia with obstruction, lactic acidosis, leukocytosis. Plan: general surgeon consulted. (B)(6) 2019: (B)(6). (B)(6), md. Office notes. Hospital follow up. He was seen for a partial small bowel obstruction due to his complicated ventral hernia. He was seen by surgery but no surgery was done. He seems to be back to baseline after decompression. Poor surgical candidate due to his multiple medical issues and obesity. Abdominal pain. Meds: metformin. Exam: abdomen: obese with large complicated ventral hernia, reducible. Impression/plan: small bowel obstruction relieved with recent decompression. Ventral hernia without obstruction or gangrene, with superficial skin reaction and ulcerations unclear if this is due to pressure, friction with the binder or reaction to the underlying mesh. Type 2 diabetes, long-term use of insulin. Patient will continue lifting and diet precautions. Will be following surgeon, to discuss possible repair or strategies. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: (B)(6) medical center. (B)(6), md. Discharge summary. Final discharge diagnoses: 1. Acute/chronic recurrent incomplete small -bowel obstruction. *patient presenting with severe abdominal pain and bowel obstruction by CT scan. He improved without need of surgical intervention or procedures. He was discharged home on regular diet. 2. Ventral abdominal hernia with obstruction. 3. Lactic acidosis. 4. Leukocytosis. 5. Mild hypercalcemia. 6. History of paroxysmal atrial fibrillation. 7. History of congestive heart failure, not in exacerbation, unknown ef. Coronary artery disease with previous balloon angioplasty. 9. Ischemic cardiomyopathy- lvef 45-.50%. 10. Diabetes mellitus type 2. 11. Essential hypertension. 12. Dyslipidemia. 13. Gastroesophageal reflux disease. 14. History of venous thromboembolism with previous ivc filter placement. 15. S/p biventricular aicd. 16. Bmi 50- morbid obesity . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect ¿ clinical code h6: updated investigation finding h6: updated investigation conclusion: d1102: unintended use error caused or contributed to event h6: health effect impact code: f1901: an additional surgical procedure was necessary h6: medical device component: g04088: membrane the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1690, 3191: appropriate term/code not available for ¿mesh failure¿] were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 1998 through (B)(6), 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from (B)(6), 1998 through (B)(6), 2010 were not provided. Patient information: medical history: ¿ obesity: (B)(6) 2010: ¿obesity¿ (B)(6) 2019: ¿morbid obesity¿, bmi 50 ¿ former smoker; quit 1992 ¿ deep venous thrombosis [dvt] and pulmonary emboli [pe] ¿ gastrointestinal bleeding ¿ vena cava thrombosis ¿ type ii diabetes mellitus ¿ hypercholesterolemia ¿ hypertension ¿ congestive heart failure ¿ gastroesophageal reflux disease [gerd] surgical procedures: ¿ (B)(6) 1998: exploratory laparotomy, small bowel resection with side-to-side anastomosis, repair of ventral hernia ¿ (B)(6) 2010: reference to: ¿... Multiple ventral hernia repairs, mesh repairs in the past.¿ ¿ (B)(6) 2010: explored laparotomy, lysis of adhesions, small bowel repair, appendectomy, ventral hernia repair, excision of soiled and redundant abdominal wall. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2010: I&d [incision and drainage] of abdominal wall abscess ¿ (B)(6) 2010: removal of foreign body (stratus mesh) with irrigation of wound and wound closure with drainage ¿ (B)(6) 2011: ventral hernia repair with synovis tissue mesh patch (8 x 12). ¿ (B)(6) 2011: laparotomy with excision of abdominal wall tissue. Ventral hernia repair with secure mesh 15 x 10. ¿ (B)(6) 2011: laparotomy with surgical removal of infected mesh ¿ (B)(6) 2012: laparotomy with lysis of adhesions, removal of foreign body (old mesh) ventral hernia repair with stratus [strattice] mesh (20 x 25 cm). Relevant medical information: ¿ (B)(6) 1998: inpatient hospitalization [hospitalization dates unknown] ¿preop diagnosis: incarcerated hernia-acute abdomen. Postop diagnosis: incarcerated hernia with noncompromised bowel. However, finding of a perforation of a bowel internally, i.e. Not involving the incarceration. Procedure: exploratory laparotomy. Small bowel resection with side-to-side anastomosis. Repair of ventral hernia.¿ ¿a transverse incision is made over the actual hernia, excising skin circumferentially, going all the way down to the fascial defect, circumscribing the fascial defect, entering the sac, removing the sac. The sac was removed. The wound was then irrigated, identifying the bowel that was incarcerated. This did not have any perforation. However, there was soilage of peritoneal fluid consistent with pus formation and fibrinous exudate. In exploring the rest of the bowel, identifying a hole, i.e. A perforation of the small bowel distal to the area of incarcerated bowel. The wound was then irrigated copiously. Hemostatically the field was dry. I felt this segment of bowel should be resected and a gia staple gun was utilized to dissect the bowel proximally and distally to the perforation and finally the two ends were anastomosed in a side-to-side fashion with the ga staple gun closing the entrance of the staple gun with pss staples, reinforcing the staple lines with 3-0 silk sutures interruptedly. The peritoneal cavity was copiously irrigated with kantrex solution. Hemostatically the field was dry. The fascia was closed with #1 novofil sutures in a transverse fashion, closing the large ventral hernia . The wound was irrigated and a jackson-pratt drain was place into the subc [subcutaneous] and the skin was closed with approximate staples.¿ (B)(6) 1998: gastrografin upper gi and small bowel follow through. ¿moderate incomplete distal early ileal obstruction.¿ implant preoperative complaints: ¿ (B)(6) 2010: emergency room. ¿nausea, vomiting, and generalized abdominal pain that started about 11 o¿clock in the morning. Feels somewhat like bowel obstructions, has had in past. Started after bowel movement this morning, symptoms getting progressively worse, sharp, stabbing, still passing some gas. Felt chills since arriving. Nothing helping, nothing making worse. He has been told has significant hernias in abdomen before, but they did not want to operate on it because he has had mesh repairs in the past that have just fallen apart and he is now on coumadin for dvt and pe prophylaxis, and so they did not feel that operating would be the most appropriate course. Exam: abdomen; soft, abdominal wall has very little abdominal integrity. Has palpable hernia, epigastric region, reducible, tender. Also, one midline, and has an enormous defect which contains mostly bowel in the right lower quadrant. They appear to be reducible, very tender to palpation throughout. It is a markedly abnormal abdominal exam. Hyperactive bowel sounds, all 4 quadrants. Course: may have some incarcerated bowel, but hernias are so large that it is difficult to truly do an accurate exam to assess for incarceration. 3-view of the abdomen was obtained, markedly dilated small intestine with multiple air-fluid levels consistent with small bowel obstruction. White count elevated at 13.5. Addendum: identified on 3 way of abdomen, had what looks like a probable small bowel obstruction. Dropped ng, large amount of output, about 3l fluid. Cat scan demonstrated small bowel obstruction secondary to the ventral hernia. Impression: small bowel obstruction. ¿ (B)(6) 2010: radiology-abdomen 3-way. ¿impression: findings compatible with small bowel obstruction.¿ ¿ (B)(6) 2010: CT abdomen/pelvis [a/p]. ¿impression: multiple anterior abdominal wall hernias. Findings result in small bowel obstruction.¿ implant procedure: explored laparotomy, lysis of adhesions, small bowel repair, appendectomy, ventral hernia repair, excision of soiled and redundant abdominal wall. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/06848443, 18cm x 24cm x 1mm thick] implant date: (B)(6), 2010 [hospitalization dates (B)(6), 2010] ¿ description of hernia being treated: ¿...an oblique incision was made from the mid upper abdomen towards the right side across the entire large bulge. We were able to incise through the skin and subcutaneous tissue, and once through the subcutaneous tissue, we were able to avoid injury to the underlying bowel, as we placed a finger in between the abdominal wall soft tissue and the bowel. We continued to dissect and were able to get into the true abdominal cavity and once we could see the true abdominal cavity in the upper abdomen, we were able to aspirate some murky fluid away from the area, as well as the sac and we discovered that there was a small bowel perforation in our proximal small bowel. After taking down all the adhesions to the anterior abdominal wall, we did so to the area of the fascial ring and after removing some of the bowel and smaller hernias, we were able to probably reduce everything into the abdominal cavity. We did not at this time. [Sic] we were able to place our pool sucker into the small intestine and aspirated all the excess fluid. We then repaired our perforation with the ta 30 and reinforced the repair with interrupted 3-0 gi silk. We ran the small bowel, and took down the adhesions between the loops, made a couple of serosal repairs with 3-0 gi silk, and we ran the bowel from the ligament of treitz all the way down to the ileocecal junction back again and we repeated this 2 or 3 times. Once we got to the lower portion of the incision, we were in the area of the cecum. The appendix was dangling in that area, so we took down the mesoappendix and excised the appendix and ligated the stump with a silk ligature and cauterized the mucous membrane. We also ligated the mesoappendix as well with a 2-0 silk for hemostasis. We then reduced the bowel from proximal to distal into the abdominal cavity.¿ ¿ implant size and fixation: ¿we were able to make sure there were no adhesions up underneath the edge of the fascial ring and then we used some biological mesh and placed the patch intra-abdominally and actually sutured it in place from outside and inside out with interrupted 0 ethibond sutures, closing off the defect very nicely. We then gained hemostasis in the subcu and in the terribly redundant and soiled sac. Because of the extensive abdominal wall sac tissue and stretched out abdominal wall, we decided that this tissue would be hazardous to our repair, so it was excised using a 10 blade and cautery and then after removing this redundant tissue, we then reapproximated the soft tissue over the top of the repair with a running 2-0 vicryl in a continuous fashion. We then closed the skin with interrupted skin staples, and this terminated our procedure.¿ (B)(6) 2010: pathology. ¿dx: appendix, appendectomy: partial luminal fibrous obliteration. No acute inflammation present.¿ (B)(6) 2010: discharge summary. ¿post procedure has done well. Did have significant ileus, resolved slowly. White count is 16.2, elevation attributed to was on steroids for quite some time while in hospital . Does not appear to have any overt signs of infection.¿ relevant medical information: ¿ inpatient hospitalization [hospitalization dates (B)(6), 2010] (B)(6) 2010: ¿plan for wound exploration with incision and drainage of abdominal wall abscess to be performed by dr. Xx. Case cancelled secondary to coagulopathy, admitted for preop clearance as well as monitoring coagulopathy in preparation for surgery.¿ (B)(6) 2010: ¿pre/postop diagnosis: abdominal wall abscess, status post ventral hernia repair for incarcerated ventral hernia with small bowel perforation, tissue mesh was used. I&d of abdominal wall abscess .¿ ¿¿ a midline incision was made through the previous incision which was placed around the umbilicus from the lower epigastrium to the upper suprapubic area. Our incision was carried through the previous incision which was placed around the umbilicus from the lower epigastrium to the upper suprapubic area. Our incision was carried through the skin into the subcutaneous layer and we continued to dissect until we came into the abscess cavity. Once within the abscess cavity we were able to place a finger in and then open the cavity the length of the skin incision. Once this was well exposed we could see the mesh protruding from below and we started aspirating the exudate from the region . We had a bit of a foul smell to the exudate and we were able to culture and send the cultures off to the lab. We then irrigated the wound copiously with saline and then followed with saline and betadine. After completely irrigating out the wound we placed a penrose drain. A half-inch penrose, and we closed the skin only with interrupted 3-0 nylon in a vertical mattress fashion, as we sewed the drain in place in the lower aspect of the incision.¿ (B)(6) 2010: a culture report for the specimen collected during the (B)(6) 2010 procedure was not provided. (B)(6) 2010: discharge summary. ¿admitted with coagulopathy. Coumadin was held for procedure. The patient then underwent I & d of abdominal wall abscess without any complications. D/c with home health for IV antibiotics and resumed on coumadin. Ivanz IV [intravenous] q [every] 24 hours, 2 more weeks, vancomycin, 2 more weeks.¿ explant preoperative complaints: none. Explant procedure: removal of foreign body (stratus mesh) [strattice] with irrigation of wound and wound closure with drainage. [Explant is gore® dualmesh® plus biomaterial, not strattice] explant date: (B)(6), 2010 ¿ ¿pre/postop diagnosis: open wound with exposed stratus [dualmesh plus] mesh, status post repair of contaminated ventral hernia secondary to small bowel rupture due to incarceration.¿ ¿... We approached the mesh by lifting of the skin and subcu over the abdominal wall around it to expose the suture. We were able to remove the sutures and the tissue and then the mesh and this freed up the mesh to be completely removed. We lifted the abdominal wall flaps to do so. After completely removing the mesh , we had a nice granulating base. We irrigated the wound copiously with betadine and saline solution, finally just saline solution, then lifted the flaps and closed the wound with interrupted 3-0 nylon in a wide vertical mattress fashion , and a penrose drain was sewn in place for drainage.¿ (B)(6) 2010: a pathology report detailing the analysis of the device removed during the above outlined procedure was not provided. Relevant medical information: ¿ (B)(6) 2011: CT a/p. ¿impression: 2 ventral wall hernias. The proximal small bowel loops are mildly prominent, not as dilated as seen on (B)(6) 2010 study. Bowel loops contained within the most inferior ventral wall hernia, appears to contribute to abnormality seen on today¿s scan. Also, gastric distension noted .¿ ¿ (B)(6) 2011: ventral hernia repair with synovis tissue mesh patch (8 x 12). ¿ (B)(6) 2011: laparotomy with excision of abdominal wall tissue. Ventral hernia repair with secure mesh, 15 x 10. [Atrium c-qur mesh] ¿ (B)(6) 2011: laparotomy with surgical removal of infected mesh. ¿ (B)(6) 2012: laparotomy with lysis of adhesions, removal of foreign body (old mesh) ventral hernia repair with stratus mesh (20 x 25 cm). ¿... We approached the abdomen through a midline incision. That incision was carried right through the skin and through the subcutaneous tissue. Once through the subcutaneous tissue, I then began to place a finger into the defective area to separate the abdominal wall away from the underlying bowel. As I did so, I was right on the mesh in the midportion of the incision and, as I approached the mesh, I then lifted the fascia off the mesh from medial to lateral and completely remove this large segment of mesh away from the anterior abdominal wall towards the left. I continued to dissect, taking down adhesions until I got within the real abdominal cavity. This was defined by a fibrous ring laterally and the 2 defects of the upper and lower abdomen were connected as I took the mesh from the anterior abdominal wall. Several sutures of ethibond as well as prolene were removed as I removed the mesh from the abdominal wall, and I made sure we had good hemostasis from the omentum and structures below.¿ (B)(6) 2012: pathology. ¿gross description: labeled ¿specimen from ventral hernia¿ are multiple portions of fibrofatty tissue with attached tan-pink fibromembranous tissue, 11.5 x 10.0 x 4.5 cm in aggregate. Embedded in the tissue are two portions of tan mesh material, embedded with green and blue suture material , up to 7.0 x 2.5 x 1.5 cm. No discrete mass lesions or nodules are noted.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use warn, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use further warn, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use state, ¿for best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the status of the device is unable to be confirmed and therefore not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06848443. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: added lot #, expiration date, di # d6: corrected implant date h4: added device manufacture date h6: updated method and result codes. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1998: (B)(6) hospital. (B)(6) md. Operative report. Preop diagnosis: incarcerated hernia-acute abdomen. Postop diagnosis: incarcerated hernia with noncompromised bowel. However, finding of a perforation of a bowel internally, i.e. Not involving the incarceration. Procedure: exploratory laparotomy. Small bowel resection with side-to-side anastomosis. Repair of ventral hernia. Assistant: (B)(6) md. Anesthesiologist: (B)(6) md. Details of procedure: ¿with the patient under anesthesia, the abdomen is prepped in the usual fashion. A transverse incision is made over the actual hernia, excising skin circumferentially, going all the way down to the fascial defect, circumscribing the fascial defect, entering the sac, removing the sac. The sac was removed. The wound was then irrigated, identifying the bowel that was incarcerated. This did not have any perforation. However, there was soilage of peritoneal fluid consistent with pus formation and fibrinous exudate. In exploring the rest of the bowel, identifying a hole, i.e. A perforation of the small bowel distal to the area of incarcerated bowel. The wound was then irrigated copiously. Hemostatically the field was dry. I felt this segment of bowel should be resected and a gia staple gun was utilized to dissect the bowel proximally and distally to the perforation and finally the two ends were anastomosed in a side-to-side fashion with the ga staple gun closing the entrance of the staple gun with a pss staples, reinforcing the staple lines with 3-0 silk sutures interruptedly. The peritoneal cavity was copiously irrigated with kantrex solution. Hemostatically the field was dry. The sponge, needle and instrument count was correct. The fascia was closed with #1 novofil sutures in a transverse fashion, closing the large ventral hernia . The wound was irrigated and a jackson-pratt drain was place into the subc and the skin was closed with approximate staples. There were no problems encountered.¿ (B)(6) 1998: (B)(6)hospital. (B)(6) md. Radiology-abdominal x-ray. There does appear to be increasing small bowel distention with mostly air-fluid levels noted. Therefore, while this may represent a post-operative ileus, the possibility of a small bowel obstruction cannot be ruled out and follow up is recommended. (B)(6) 1998: (B)(6) hospital. (B)(6), md. Radiology-gastrografin upper gi and small bowel follow through. Moderate incomplete distal early ileal obstruction. Records between (B)(6) 1998 and (B)(6) 2010, including records for ¿multiple ventral hernia repairs, mesh repairs¿, were not provided. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Emergency department report. Cc: abdominal pain. Hpi: nausea, vomiting, and generalized abdominal pain that started about 11 o¿clock in the morning. Feels somewhat like bowel obstructions, has had in past. Started after bowel movement this morning, symptoms getting progressively worse, sharp, stabbing, still passing some gas. Felt chills since arriving. Nothing helping, nothing making worse. He has been told has significant hernias in abdomen before, but they did not want to operate on it because he has had mesh repairs in the past that have just fallen apart and he is now on coumadin for dvt and pe prophylaxis, and so they did not feel that operating would be the most appropriate course. Exam: abdomen; soft, abdominal wall has very little abdominal integrity. Has palpable hernia, epigastric region, reducible, tender. Also one midline, and has an enormous defect which contains mostly bowel in the right lower quadrant. They appear to be reducible, very tender to palpation throughout. It is a markedly abnormal abdominal exam. Hyperactive bowel sounds, all 4 quadrants. Course: may have some incarcerated bowel, but hernias are so large that it is difficult to truly do an accurate exam to assess for incarceration. 3-view of the abdomen was obtained, markedly dilated small intestine with multiple air-fluid levels consistent with small bowel obstruction. White count elevated at 13.5. Addendum: identified on 3 way of abdomen, had what looks like a probable small bowel obstruction. Dropped ng, large amount of output, about 3l fluid. Cat scan demonstrated small bowel obstruction secondary to the ventral hernia. Impression: small bowel obstruction. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Radiology-abdomen 3-way. Impression: findings compatible with small bowel obstruction. (B)(6) 2010: (B)(6) medical center. (B)(6) m.d. Radiology-CT abdomen/pelvis. Hx: abdominal pain. Report: mild diffuse stool retention noted. Multiple ventral hernias demonstrated. The most superior hernia has a loop of large bowel, however is non-obstructing. There is a large area of diastasis anterior abdominal wall with a pannus and multiple small hernias with narrowed mouths demonstrated. The majority of these hernias contain loops of small bowel. The left para-midline hernia contains a loop of small bowel that is dilated with subsequent multiple intraperitoneal loops of dilated small bowel consistent with small bowel obstruction. There is a left lateral hernia sac containing large bowel and is nondilated. Right para-midline and lateral hernias within the pannus noted containing small bowel loops, some of which are dilated which are secondary to the left para-midline hernia causing the obstruction. Non-dilated small bowel loops also noted within these hernia collections. Impression: multiple anterior abdominal wall hernias. Findings result in small bowel obstruction. (B)(6) 2010: (B)(6) medical center. History and physical. Hpi: hx small bowel obstruction, multiple ventral hernia repairs, mesh repairs in the past. Since the afternoon he started c/o abdominal pain after bowel movements. Exam: abdominal; multiple hernias, small hernia in the epigastric region, reducible, also has quite a big defect right lower quadrant w/ bowel in the hernia, not very tender, very minimally tender diffusely, most of this bowel was reducible. CT abdomen and pelvis read as small bowel obstruction secondary to ventral hernia. Assessment: small bowel obstruction. Multiple ventral hernias. Plan: ng tube. Surgery consultation. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Operative report. Preop diagnosis: ventral hernia, with incarcerated small bowel, rule out vascular compensated bowel. Postop diagnosis: incarcerated ventral hernia with perforation of small bowel. Operative procedure: explored laparotomy, lysis of adhesions, small bowel repair, appendectomy, ventral hernia repair, excision of soiled and redundant abdominal wall. Assistant: (B)(6) csa. Type of anesthesia: general. Description of procedure: ¿with the patient anesthetized in the supine position, the area prepped and draped in the usual fashion, an oblique incision was made from the mid upper abdomen towards the right side across the entire large bulge. We were able to incise through the skin and subcutaneous tissue, and once through the subcutaneous tissue, we were able to avoid injury to the underlying bowel, as we placed a finger in between the abdominal wall soft tissue and the bowel. We continued to dissect and were able to get into the true abdominal cavity and once we could see the true abdominal cavity in the upper abdomen, we were able to aspirate some murky fluid away from the area, as well as the sac and we discovered that there was a small bowel perforation in our proximal small bowel. After taking down all the adhesions to the anterior abdominal wall, we did so to the area of the fascial ring and after removing some of the bowel and smaller hernias, we were able to probably reduce everything into the abdominal cavity. We did not at this time. We were able to place our pool sucker into the small intestine and aspirated all the excess fluid. We then repaired our perforation with the ta 30 and reinforced the repair. We then repaired our perforation with the ta 30 and reinforced the repair with interrupted 3-0 gi silk. We ran the small bowel, and took down the adhesions between the loops, made a couple of serosal repairs with 3-0 gi silk, and we ran the bowel from the ligament of treitz all the way down to the ileocecal junction back again and we repeated this 2 or 3 times. Once we got to the lower portion of the incision, we were in the area of the cecum. The appendix was dangling in that area, so we took down the mesoappendix and excised the appendix and ligated the stump with a silk ligature and cauterized the mucous membrane. We also ligated the mesoappendix as well with a 2-0 silk for hemostasis. We then reduced the bowel from proximal to distal into the abdominal cavity. We were able to make sure there were no adhesions up underneath the edge of the fascial ring and then we used some biological mesh and placed the patch intra-abdominally and actually sutured it in place from outside and inside out with interrupted 0 ethibond sutures, closing off the defect very nicely. We then gained hemostasis in the subcu and in the terribly redundant and soiled sac. Because of the extensive abdominal wall sac tissue and stretched out abdominal wall, we decided that this tissue would be hazardous to our repair, so it was excised using a 10 blade and cautery and then after removing this redundant tissue, we then reapproximated the soft tissue over the top of the repair with a running 2-0 vicryl in a continuous fashion. We then closed the skin with interrupted skin staples, and this terminated our procedure. The patient tolerated the procedure and the anesthetic very well. Abdominal binder has been ordered. The patient went to recovery room in satisfactory condition without complication.¿ (B)(6) 2010: (B)(6) medical center. Implant/explant log. Implant record. Manufacturer: gore. Item 1: dualmesh plus 18.0 cm x 24.0 cm x 1.0 mm, exp 2012-05. Model: 1dlmcp06. Lot: 06848443. Site: abdomen. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/06848443) was implanted during the procedure. (B)(6) 2010: clinpath diagnostics. (B)(6) md. Pathology report. Dx: appendix, appendectomy: partial luminal fibrous obliteration. No acute inflammation present. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Discharge summary. Final dx: incarcerated small bowel in a ventral hernia. Lactic acidosis. Sepsis syndrome. Hypertension. Chronic atrial fibrillation. Course: admitted via the emergency room, presented w/ abdominal pain and distention. CT abdomen done in emergency room demonstrated the presence of multiple anterior abdominal wall hernias and small bowel obstruction. He was noted to be hypotensive and had elevated lactic acid and in view of this acute deterioration, dr. Whitman decided to take him emergently to the operating room. In surgery the patent was noted to have an incarcerated small bowel and a ventral hernia, which was found to be compromised vascularly. Dr. (B)(6) proceeded to do repair of the small bowel and an attempted repair of the ventral hernia as well, and the redundant abdominal wall. Post procedure has done well. Did have significant ileus, resolved slowly. White count is 16.2, elevation attributed to was on steroids for quite some time while in hospital. Does not appear to have any overt signs of infection. [Missing records: records for wound that lead to I&d were not provided.] (B)(6) 2010: (B)(6) medical center. (B)(6), md. History and physical. Plan for wound exploration with incision and drainage of abdominal wall abscess to be performed by dr. Richard whitman. Case cancelled secondary to coagulopathy, admitted for preop clearance as well as monitoring coagulopathy in preparation for surgery. (B)(6) 2010: (B)(6) medical center. (B)(6). Md. Operative report. Pre/postop diagnosis: abdominal wall abscess, status post ventral hernia repair for incarcerated ventral hernia with small bowel perforation, tissue mesh was used. Operation: I&d of abdominal wall abscess. Type of anesthesia: general. Procedure: ¿with the patient anesthetized in supine position, the area prepped and draped in the usual fashion, that area being the abdominal wall, a midline incision was made through the previous incision which was placed around the umbilicus from the lower epigastrium to the upper suprapubic area. Our incision was carried through the previous incision which was placed around the umbilicus from the lower epigastrium to the upper suprapubic area. Our incision was carried through the skin into the subcutaneous layer and we continued to dissect until we came into the abscess cavity. Once within the abscess cavity we were able to place a finger in and then open the cavity the length of the skin incision. Once this was well exposed we could see the mesh protruding from below and we started aspirating the exudate from the region . We had a bit of a foul smell to the exudate and we were able to culture and send the cultures off to the lab. We then irrigated the wound copiously with saline and then followed with saline with saline and betadine. After completely irrigating out the wound we placed a penrose drain. A half-inch penrose, and we closed the skin only with interrupted 3-0 nylon in a vertical mattress fashion, as we sewed the drain in place in the lower aspect of the incision. Our total estimated blood loss for the procedure was approximately 10 ml. The patient tolerated the procedure and anesthesia very well, and went on to recovery room in satisfactory condition without complications.¿ [missing records: a culture report for the specimen collected during the (B)(6) 2010 procedure was not provided. (B)(6) 2010: (B)(6) medical center. Discharge summary. Final dx: abdominal wall abscess s/p I & d, ileus, abdominal pain. Admitted with coagulopathy. Coumadin was held for procedure. The patient then underwent I & d of abdominal wall abscess without any complications. D/c with home health for IV antibiotics and resumed on coumadin. Ivanz IV q 24 hours, 2 more weeks, vancomycin, 2 more weeks. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Operative report. Pre/postop diagnosis: open wound with exposed stratus mesh, status post repair of contaminated ventral hernia secondary to small bowel rupture due to incarceration. Procedure performed: removal of foreign body (stratus mesh) with irrigation of wound and wound closure with drainage. Assistant: (B)(6) csa, cfa. Type of anesthesia: general. Procedure: ¿with the patient anesthetized supine position, the area prepped and draped in the usual fashion, we approached the mesh by lifting of the skin and subcu over the abdominal wall around it to expose the suture. We were able to remove the sutures and the tissue and then the mesh and this freed up the mesh to be completely removed we lifted the abdominal wall flaps to do so. After completely removing the mesh, we had a nice granulating base. We irrigated the wound copiously with betadine and saline solution, finally just saline solution, then lifted the flaps and closed the wound with interrupted 3-0 nylon in a wide vertical mattress fashion, and a penrose drain was sewn in place for drainage. Our total estimated blood loss for our procedure was approximately 15 to 20 ml. The patient did tolerate the procedure and the anesthetic very well, and went on to recovery room in satisfactory condition without complication.¿ [missing records: a pathology report detailing the analysis of the device removed during the (B)(6) 2010 procedure was not provided. (B)(6) 2011: (B)(6) medical center. (B)(6), md. Radiology-CT abd/pelvis with contrast. Hx: symptomatic anemia. Impression: 2 ventral wall hernias. The proximal small bowel loops are mildly prominent, not as dilated as seen on (B)(6) 2010 study. Bowel loops contained within the most inferior ventral wall hernia, appears to contribute to abnormality seen on today¿s scan. Also gastric distension noted. (B)(6) 2011: (B)(6) medical center. (B)(6), md. Operative report. Preop diagnosis: ventral hernia. Postop diagnosis: incarcerated ventral hernia. Procedures: ventral hernia repair with synovis tissue mesh patch (8 x 12). Assistant: (B)(6) rnfa. Type of anesthesia: general. Procedure: ¿with the patient anesthetized in supine position, the area prepped and draped in usual fashion, that area being the abdomen. A transverse incision was made over the bulge in the upper abdomen, dissecting right through the skin into the subcu. Once into the subcu, we could see the hernia was incarcerated and we had to be careful dissecting around the sac. Once completely around the multiple sacs, we then were able to incise the bridges in between and were able to open up the hernia entirely. Once the hernia was opened entirely, we then were able to take down the adhesions reducing the abdominal contents back into the abdominal cavity. We took down adhesions, used the cautery for hemostasis, and made sure that there were no bowel injuries in the process. Being there were no injuries, we went ahead and made our repair but we did use the synovis tissue mesh patch, 8 x 12, which was sutured towards the left and superior and inferior aspects, and finally sutured to the right lateral aspect . Once the sutures were all placed, we then tied them in position completely closing off the abdominal defect. We did use our cautery for hemostasis. We closed the subcu over the top with a running 3-0 vicryl suture, and then we closed the skin with interrupted skin staples transversely terminating our procedure. Total estimated blood loss for the procedure was approximately 20-25 ml. The patient did tolerate the procedure and the anesthetic very well, and went to recovery room in satisfactory condition without complication.¿ (B)(6) 2011: (B)(6)medical center. Implant/explant log. Item 1: synovis, veritas collagen matrix. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Pre/postop diagnosis: very large ventral hernia including the entire lower quadrant. Procedure performed: laparotomy with excision of abdominal wall tissue. Ventral hernia repair with secure mesh, 15 x 10. Type of anesthesia: general. Procedure in detail: ¿with the patient anesthetized in the supine position, the area was prepped and draped in the usual fashion, that area being the abdomen, incision was made inferior to the bulging skin, which was very thin and atrophic. As we carried the incision through the skin, we got in from the subcu and were able to incise a fibrous layer between the subcu and the bowel. We were very careful and no bowel was injured in to process and this incision was made from the midline all the way over to the anterior axillary line. As we dissected over the bowel, we were able to appreciate fibrous edge of the hernia, and after we were able to appreciate that edge, I continued to lift skin away from the bowel and then finished by incising an ellipse of skin making an incision superior to our atrophic skin of the right lower quadrant. An ellipse of skin and soft tissue was sent off to pathology for study. Again, we were able to define the edges of the fibrous edge of the defect and we were able to take down adhesions and reduce all the bowel back into the peritoneal cavity. We initially covered it with a lap pack and measured our defect. We then used secure mesh measuring 10 x 15 cm and we were able to start tacking the mesh to the fascia and after placing it intraabdominally and placing our sutures in interrupted fashion from an outside in, inside out type of fashion. Once the medial corner was placed, we tied it in position and then completed the superior aspect of the repair all the way to the lateral corner and then we pulled out our lap pack and made sure that there were no injuries and there were not, and then we placed the suture on the inferior border. After the suture was place, the mesh was fixed in position. We tied all our suture down, completing closing off the defect and we noted that we had really good hemostasis. We used the cautery and the subcu. We closed the old stretched out tissue over the top of the repair with a running 0 vicryl suture and after that layer was closed, we then closed the skin with interrupted skin staples, terminating our procedure. The total estimated blood loss for the procedure was approximately 40 cc. The patient did tolerate the procedure and the anesthetic very well and went to the recovery room in satisfactory condition without complication.¿ (B)(6) 2011: (B)(6) medical center. Implant/explant log. Atrium medical corporation. Item 1: cqur. (B)(6) 2011: clinpath diagnostics. (B)(6), md. Pathology report. Accession number: (B)(6). Dx: skin, abdominal wall, excision: epidermal hyperplasia with focal superficial ulceration and reactive fibrosis polypoid inflammatory type granulation tissue with laminated keratin, suggestive of ruptured epidermal-type cyst. Clinical history: ventral-hernia, right lower quadrant. Gross description: labeled ¿skin of abdominal wall¿ is a 14.5 x 7.0 x 1.5 cm tan pink irregular portion of skin. The skin is tan wrinkled with focal red pink granular discolored area coming to within 1.0 cm of the margin (0.7 to 1.0 cm). On the deep margin is adherent fibromembranous tissue. Representative sections are taken. Microscopic description: microscopic examination performed on all specimens. (B)(6) 2011: (B)(6) medical center. Radiology¿CT abdomen/pelvis. Hx: abd pain, redness to abd. A complex ventral wall hernia is identified. There appear to be multiple components to this hernia with protruding bowel noted. However there is also now a fluid collection is seen in the right upper abdominal wall measuring 9 cm x 3.7 cm. There are additional smaller collections inferiorly within the abdominal wall. There is irregularity the skin surface presumed postsurgical. Also additional faintly visualized tubular densities are seen within the subcutaneous tissues of the abdominal wall and pelvic region. No intraperiotoneal collections or focally dilated loops of bowel are noted. Impression: a complex ventral wall hernia is again identified. However there are now multiple subcutaneous fluid collections which may represent sterile or infected collections. Continued on attachment.

Manufacturer narrative:
A valid lot# was not provided, therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh plus® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred. It was reported the patient alleges the following injuries: abdominal wall abscess, irrigation of wound, mesh protruding from below and starting to aspirate, additional surgery, mesh failure ((B)(6) 2010 surgery). Additional event specific information was not provided.